Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (329 mg/dl). Reportedly, customer has been taking steroid medication and pump settings needed to adjusted. Customer's health care professional recommended pump settings adjustments. Tandem technical support guided the customer through adjusting pump settings. Customer delivered a bolus to bring bg levels back to target range.